Manufacturer narrative:
Main investigation conclusion. The evaluation of (B)(6) confirmed a kink associated with an extrinsic outflow graft compression between the outflow graft material and outflow graft bend relief. Furthermore, the report of suspected thrombus could not be confirmed through the evaluation of (B)(6). An analysis of the log file provided by the account confirmed elevated pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. Lastly, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was admitted due to power elevations and light brown urine. The patient's lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were stabilizing. The account later communicated that the patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021. The heartmate ii pump and outflow graft were exchanged due to recent elevated pump power/flows and there was an area of concern for thrombus/occlusion in the outflow graft via a computed tomography angiography (cta) scan. The account also communicated that the cause of the light brown urine was due to pump thrombosis. The submitted log file contained data from 13sep2021 through 01oct2021. The file captured an elevation in power and flow on (B)(6) 2021. It was noted that several of the power and flow elevations were observed during pulsatility index (pi) events. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow graft, bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. An additional distal segment of the bend relief was returned detached from the device. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Upon removal of the outflow graft bend relief, a lengthwise kink was observed on the outflow graft material. An accumulation of tissue ingrowth between the graft and the bend relief was observed at the location of the kink. This tissue ingrowth appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the graft material revealed no evidence of depositions or thrombus formations. A specific cause for the observed outflow graft distortion and a duration of time for which it was present could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump's remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use, rev. C, is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to power spikes and light brown urine. The patient's lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were stabilizing. The log file captured elevated flows above normal parameters. The log file captured a no external power alarm while on batteries and there was a double power cable disconnects that looked t be for the patient being connected to the take the log file recording. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021. The pump and outflow graft were exchanged due to recently elevated pump powers/flows and area concerning for thrombus/occlusion in the outflow graft noted on the computed tomography angiography (cta). It was reported through that the patient passed away due to multiorgan failure and sepsis. An autopsy was not performed. The pump would not be explanted or returned for evaluation. The outcome was device or therapy related. Related manufacturer report number of second pump: 2916596-2021-06400.